Event description:
Customer entered initial set up information and pump shut down not allowing the delivery to be run.

Manufacturer narrative:
Unit received inoperable due to "won't turn on" condition. Pump is being evaluated by engineering.